Event description:
The customer reported via phone call that they had no delivery alarms while priming. The customer also reported they have tried several infusion sets, but the alarm was recurring. The customer declined to replace their infusion set. The customer's blood glucose was unknown. The customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.